Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 400 mg/dl. Customer's other blood glucose values were 400 mg/dl and 217 mg/dl. Customer reported that auto mode feature was active at time of high blood glucose event. The customer was treated with insulin drip. The insulin pump will not be returned for analysis. ¿